Manufacturer narrative:
A correlation between the reported gastrointestinal (gi) bleed and the device could not be conclusively determined. The patient remained ongoing on vad support. No product available for investigation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient developed gastrointestinal (gi) bleeding that began on (B)(6) 2017. The patient experienced mild abdominal pain and soft, dark stools with last bowel movement reported. Additionally, the patient reported that a sibling witnessed him passing out twice over the past two days. The patient denied hitting their head. At the time of the event, the patient was on warfarin for anticoagulation. The patient was admitted to the hospital and transfused a total of 3 units of packed red blood cells; of which 2 units were within a 24 hour period. The gi bleeding was reported as ongoing. Specific information regarding the source of bleeding was not provided; however, it was documented that arteriovenous malformations (avms) were not confirmed.